Event description:
Medtronic received information that post implant (during the same procedure) of this mechanical valve the valve leaflets would not open properly and the valve was explanted. A new medtronic mechanical valve was successfully implanted with no adverse patient effects were reported.

Manufacturer narrative:
The valve is to be returned for analysis. A supplemental report will be filed if additional information is received or when analysis /investigation is completed. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The sewing ring was found to be discolored showing evidence of blood contact. The valve did not show evidence of impingement that may have contributed to leaflet motion. Both leaflets were in the closed position, appearing to be intact with no evidence of damage such as cracks and/or surface anomalies. Both inflow and outflow valve hinge mechanisms and outflow orifices appeared to be intact. Using a blue actuator to test leaflet movement, the leaflets moved without difficulty. The valve was rinsed under tap water and it was verified that the carbon subassembly rotated in the sewing ring. The sewing ring was removed by systematically undoing the stitching to expose the stiffening ring window. The lock wire was pulled out and the stiffening ring removed from the orifice. The serial number was verified. Conclusion: the device history record was reviewed. The device was built to specification and met all inspection and acceptance criteria. A conclusive cause of the reported event could not be determined as the device met specification. Based on the analysis, the complaint could not be confirmed and no evidence of a leaflet motion issue was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.